Manufacturer narrative:
No physical sample or photos of the actual product failure were provided. The customer complaint of tubing defective / damaged / leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that the bd maxguard extension set had leakage. The following information was provided by the initial reporter: ref# mx4439 had lots of leaking issues.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.